Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and pocket erosion. Reportedly, the patient fell off the truck and landed the implant site on the ground. Subsequently, there were swelling, fluid discharge, and wound dehiscence noted on the implant site. No additional adverse patient effects reported. The rv lead was explanted.